Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-00441 / 00442 & 05603).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2007 due to patient allegations of pain, difficulty walking, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. Additional information provided in patient medical records indicate that left hip revision procedure performed on (B)(6) 2007 was due to pain, synovitis and leg length discrepancy. The patient¿s operative report noted serous type clear fluid. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the manner in which medwatch reports 1825034-2014-00441 / 00442 & 05603 have been submitted. Originally, medwatch reports 1825034-2014-00440, 00441 and 00442 had been submitted to report the event. Additional information was received and follow up reports were submitted on june 11, 2014. However, due to technical issues, a follow up report could not be submitted for medwatch 1825034-2014-00440. Another initial medwatch was filed, 1825034-2014-05415, referencing -00440 in an attempt to submit follow up information for that particular item. After communicating with the FDA on june 17, 2014 FDA decided they would request deletion for medwatches 1825034-2014-00440 & 05415 and requested that this follow up report be submitted for clarification purposes.